Manufacturer narrative:
(B)(4) reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no were trends identified. The root cause for the revision appears to be the patient's condition as the surgeon suspected the patient had a nickel allergy; however, this could not be confirmed with the provided information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends

Event description:
It was reported that the patient underwent a revision procedure due to allergy approximately 16 months post implantation.